Manufacturer narrative:
A partial lead measuring 8.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient experienced pericardial effusion and low blood pressure during the procedure. Pericardial fluid evacuation was performed. The device system was removed, and the patient was transferred to intensive care unit after the procedure was concluded.